Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user reported a decline in hearing benefits with the device on 03-nov-2022. After about 2-year observation, with several attempts of device reprogramming, there was still no change in hearing performance. Re-implantation was performed.

Event description:
The user reported a decline in hearing benefits with the device on (B)(6) 2022. The external device was checked, and no problem was found. After about 2-year observation, with several attempts of device reprogramming, there was still no change in hearing performance. Re-implantation was performed on (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.